Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, right side of their face was numb (pt: injection site hypoaesthesia) was deemed to meet serious injury criteria of hospitalization. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us nurse and concerns a patient. The patient was injected with a total of 1 and half syringes of radiesse®, into the cheeks (off label use of device), on a tuesday, in 2021. The patient had no issues, and flew back home, on friday. The patient was previously treated with juvederm®, and experienced numbness. In 2021, on saturday night, 4 days after the treatment with radiesse®, the patient woke up and the right side of their face was numb. The patient went to the hospital. The patient did not have a stroke. A cat scan (reported as car scan) was negative. The patient was waiting on magnetic resonance imaging (MRI) and magnetic resonance angiography (mra) of the brain. The patients neurologist, dermatologist, internist and plastics physician all thought it was from the filler. As reported, a nerve was possibly hit, and they had to rule out a transient ischaemic attack (reported as tia). At the time of this report, the patient was out of the hospital. The outcome of the event was unknown. Follow-up information was received on 26-may-2021: the patients gender, date of birth and weight ((B)(6) kg) were provided. The patient was (B)(6) year-old female patient. As reported, the patient was injected with radiesse®, on a tuesday (ambiguously reported as (B)(6) 2021). In 2021 (ambiguously reported as (B)(6) 2021), after the treatment with radiesse®, the patient experienced numbness right side of the face. As reported, the patient did not have symptoms between (B)(6) 2021, until after the flight (she flew 6 hours) on (B)(6) 2021. Magnetic resonance imaging (MRI) and computerized tomogram (CT) were negative. No treatment measures were given or prescribed. The outcome of the event was left unchanged. In the opinion of the reporter, the event was not permanent, and no treatment was necessary to prevent a permanent damage.